Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 634987) inserted. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure sterilization devices in the bilateral fallopian tubes with no filing of the fallopian tubes. Pathology test - on (B)(6) 2015: - cervix: nabothian cysts and squamous metaplasia. Endometrium: proliferative pattern. Myometrium: adenomyosis. Fallopian tubes: evidence of previous tubal occlusion, otherwise unremarkable. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 634987) inserted. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure sterilization devices in the bilateral fallopian tubes with no filing of the fallopian tubes.. Pathology test - on (B)(6) 2015: - cervix: nabothian cysts and squamous metaplasia. - endometrium: proliferative pattern. - myometrium: adenomyosis. - fallopian tubes: evidence of previous tubal occlusion, otherwise unremarkable.. Lot number: 634987, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.